Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes, the cable connecting ECG "c" and ECG "d" to the dn, and the cable connecting ECG "a" and ECG "b" to the front therapy electrode were pulled from their strain reliefs, damaging wires in the cable and the j703 and j704 connectors on the dn pca and causing the reported "add gel" messages. The root cause for the strained cables and damaged connectors was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing "add gel" messages.